Event description:
A healthcare worker experienced recurring symptoms of coughing, wheezing, tightness of the chest, phlegm, sneezing and eye irritation as she worked 10 hour shifts in a room where cidex opa is used during manual disinfection processes. The worker did not seek medical attention and no longer works for the facility. The facility is currently in the process of having air exchanges measured and is installing hoods above the disinfection area for better ventilation.